Event description:
The hospital reported that during a coronary artery bypass procedure, the locking mechanism on the ultima device did not tighten the feet. A replacement device was used to completed the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the base lever was outside of the stabilizer base rail. The locking mechanism would not open or close and the arm could not be tightened. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).